Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. Upon receipt, the device could not be interrogated due to incorrect product code. After the correct product code was downloaded, the device was interrogated normally. Review of a device image obtained from the field indicated that the device went into backup mode due to a software reset. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The software reset could not be reproduced and the cause could not be determined.

Event description:
It was reported that patient came in emergency room with device in back up vvi mode. The patient received multiple inappropriate therapies due to rv lead dislodgement into atrium. Intermittent telemetry was also noted. The device was explanted and returned for evaluation. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.